Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. At the 45 day follow up transesophageal echocardiography (tee) imaging appointment, a small shift resulting in a 2-4mm leak under the fabric on the mitral side of the closure device was noted. A coiling procedure was performed 92 days post procedure to treat the leak. No patient complications were noted.

Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. At the 45 day follow up transesophageal echocardiography (tee) imaging appointment, a small shift resulting in a 2-4mm leak under the fabric on the mitral side of the closure device was noted. A coiling procedure was performed 92 days post procedure to treat the leak. No patient complications were noted. It was further reported that the coiling procedure reduced the leak to less than 2mm.